Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon examination, it was discovered that the left ventricular lead exhibited high capture threshold. The patient was not symptomatic due to the anomaly. On (B)(6) 2020, the lead was capped and replaced successfully. The patient was reported to be in stable condition throughout and following the procedure.